Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. The cuffs, link, needle tip and monofilament were not returned with the device. The plunger was returned and the anterior needle appeared normal. There was no needle strike mark on the foot. Based analysis of the returned device, the anterior cuff was missed, confirming the reported event. During the investigation, plunger was inserted and the needle trajectory, needle depth and push mandrel travel were acceptable. Also, the needle trajectory is checked during the manufacture of the device. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing (to assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality), failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Based on the analysis of the device and the inspection criteria cuff miss experience appears to be related to the operational context. There does not appear to be any indication of a lot-specific product quality deficiency. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and the method of how hemostasis was achieved was not reported. There were no reported adverse patient sequelae. Though requested, no additional information was provided.